Event description:
This pt reported syncopal spells and an event recorder documented the presence of intermittent asystole up to 4 seconds due to pacemaker malfunction. Interrogation of the pacemaker identified an increase in the resistance of the ventricular lead suggesting microfracture of the wire of the ventricular lead. The ventricular lead was capped and a new ventricular lead was placed.